Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to pace and failure to sense despite multiple repositioning attempts. The ra lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.